Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of power - damage with moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 33 allegations of a malfunction, 23 pumps were returned to animas and investigated. Of the investigated pumps, 23 were found to be malfunctioning due to battery compartment cracks, damaged battery caps, moisture within the pump.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 33 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-75 years of age and between 52 and 270 pounds. Of the reported patients, 13 were male, 19 were female, and 1 were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 10 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.